Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
See (B)(4) for additional information. It was reported that the customer got hospitalized due to low blood glucose a couple of years ago, with blood glucose in the range of 30-60mg/dl at the time of the incident. The customer could not keep food down and everything went out of whack. The customer was admitted for low blood glucose and dehydration. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the incident was 2 years old. The insulin pump will not be returned for analysis.